Event description:
It was reported that during a study performed from 2003 to 2004, seven heartstring seals cracked during loading the seals into the delivery tube. Replacement devices were used to complete the procedures. No pt complications were reported and the grafts were reported to be "patent".